Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
The sample was returned for evaluation. A follow-up report will be provided once the sample has been reviewed.

Event description:
The staff notified me that they had a thrombectomy device cleaner malfunction on them during a case with dr. (B)(6) yesterday. When they entered it in the vein the tip got stuck and when they tried to pull it out the tip broke off in the patient. They tried to put a balloon past it to get it out but were not successful. They had to leave the tip in the patient.